Manufacturer narrative:
The complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
As initially reported by an eye care provider (ecp) on (B)(6) 2018, a male consumer experienced several ulcers with his lenses. He was accustomed to wearing a different type of contact lenses without any trouble. The consumer was prescribed with an annual use of contact lenses on the same date the event was reported. Laboratory tests, treatment modalities and the consumer¿s eye condition remains unknown. Additional information has been requested but not yet received.

Manufacturer narrative:
The lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. This is the first of two reports for the same patient involving two lot numbers of the same product. It is unknown which contributed to the event. Refer to (B)(4) for the reported unknown lot number of the product with spec -5.50. The manufacturer internal reference number is: (B)(4).